Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the issue was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall on (B)(6) 2019, and that the stimulation in the device seemed to have shifted to the top of their tailbone on the current program. It was noted that the impedances were checked and were within normal range. The patient was changed from c3 to c2 and the stimulation was felt in the bicycle seat area. The issue was noted to be resolved and no further patient complications are anticipated or expected as a result of this event.